Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a tecnis toric intraocular lens (iol) zct300 rotated from its intended axis. In follow up received (B)(6), 2015 it was learned that the iol rotated from the intended axis of 94 degrees to 172 degrees. A secondary procedure was scheduled for (B)(6), 2015 where the surgeon would reposition the iol and perform a posterior capsulotomy using a femtosecond laser.

Manufacturer narrative:
Manufacturing records were reviewed. The production order was produced without deviations or non-conformances. There were no process or material changes. There were no nonconforming material reports. The product met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted.